Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the synchron lx I 725 clinical system. The initial na results in the range of 128-133mmol/l were reported out of the lab. The specimens were re-tested and higher results were generated. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The twice weekly flow cell maintenance procedure is in use. A field service engineer (fse) was dispatched: the fse decontaminated the ise system and did the modular chemistries (mc) sample probe alignment. The fse cleaned fibrin from the sample probe and replaced the flow cell and na electrodes. The investigation by bci service support is ongoing. Customer is monitoring the laboratory temperature. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.